Event description:
Reporter indicated that the patient went in to have her pulse generator replaced due to end of service and high impedance was observed which indicated a potential lead malfunction. Both the generator and lead were replaced. It was further reported that the patient had also been experiencing an increase in seizures prior to the replacement surgery. There have reportedly been no changes in medications. The disposition of the lead has been requested; however, it is currently unknown. Report is incomplete because attempts to obtain additional information from physician has been unsuccessful to date and the lead was not registered with the manufacturer at the time of implant (2000); therefore, the model and serial number are unknown.